Event description:
It was reported that pump experienced malfunction alarm with code malf 0 and no notable events occurred prior to issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was provided instructions to reset pump, successfully performed reset with support, and malfunction did not recur, so customer was advised to continue using pump and to call back if issue returned.